Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) slipped out from under the patient's muscle and flipped over. Additional information obtained from the field which indicated that the patient developed infection with sepsis. The device was explanted. No additional adverse patient effects were reported.